Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts in the 6th and 7th distal rows of stent struts that were raised and pulled back. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found a kink 2.5cm distal of the guidewire exit port for a length one 1cm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis revealed 31-may-2016. It was reported that crossing difficulties were encountered. The 90% stenosed, 24x3.0mm, de novo target lesion with a bend of <45 degrees was located in the moderately tortuous left anterior descending (lad) artery. A 24mm x 3.00mm taxus¿ element¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.